Event description:
It was reported that the patient presented for a follow-up. It was noted that the right ventricular lead exhibited high capture threshold. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that the patient presented for a follow up in clinic.